Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent wire perforated the sheath and the stent would not deploy. The target lesion was in the right hepatic duct. An unspecified guide wire was placed after unspecified difficulty. An rx ws biliary 10 x 80 stent had been advanced over the guide wire to treat and target lesion. The physician encountered " a hard time deploying" the stent and then "something gave". It was thought initially that the stent deployed; however, it was determined that it did not. The device was withdrawn from the pt and it was noticed that an "internal piece was sticking out the side port" with "little pieces of the stent wire were sticking into the plastic of the outer part". The procedure was completed with another rx ws biliary 10 x 80 stent. There were no pt complications reported with the pt's current condition listed as "stable".